Event description:
A 9cm biliary stent was placed on (B)(6) 2016. On (B)(6) 2017 a robotic choledochoduodenostomy was done to remove the stent. It was not measured when it was removed. The pt returned on (B)(6) 2017 complaining of abdominal pain and vomiting. A CT of the abdomen found postoperative and inflammatory changes along with a fragment of residual stent, approximately 5cm in length. On (B)(6) 2017 the remaining fragment was removed and was measured to be 4cm. The patient did well post-operatively and had no further issues. See scanned pages.